Manufacturer narrative:
A siemens customer svc engineer was dispatched to the account. The problem was resolved by re-loading the software and changing the purge setting to eliminate old data.

Event description:
Pt demographics and test results were correctly reported to the lis, but the printed reports reflected different pt demographics. There was no injury for this event.